Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump setting default and patient data and library erased. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump returned for analysis. Visual inspection of the pump found the pump in good condition. Review of device history log could not be reviewed. The reported "defaults/patient data lost" problem was duplicated. The pump would not retain date information. After charging for three days the pump would still not retain date information. During investigation, it was found that the backup battery on the board was not holding a charge. The reported issue was caused by a faulty backup battery.